Event description:
During a ptca / stenting treatment procedure involving a very calcified and 97% stenotic lesion in the proximal portion of a tortuous left circumflex coronary artery the quantum maverick monorail balloon was suspected to have ruptured at 16-18 atm's on the initial inflation. The quantum maverick monorail balloon was being used to post-dilate a bx velocity stent. The lesion was predilated with an unknown device for placement of the stent. The patient was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A 7f brite tip introducer sheath, a guidant bmw guidewire (size unknown), a 7f medtronic zuma2 guide catheter and an encore inflation device were also used in this case. Patient status is reported as "good".